Event description:
It was reported that a venflon pro safety 22ga 0.9mm od 25mm l experienced a needle puncture through the catheter during use. The following was reported by the initial reporter: "this afternoon (B)(6) 2020) during insertion of a venflon , it broke down during insertion (in situ with the patient), which was painful for the patient. We have never experienced this before and hopefully it is a one-off and not due to the series. I would like to hear if it is necessary to make an end and if this problem occurs more often."

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. The first photo shows the needle pierced through the catheter and the second photo shows the top web. The team was able to confirm the customer experience based on these photos. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. From the returned photos, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierced through catheter. Therefore, the probable root cause for the reported defect could be due to user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a venflon pro safety 22ga 0.9mm od 25mm l experienced a needle puncture through the catheter during use. The following was reported by the initial reporter: "this afternoon ( (B)(6) 2020) during insertion of a venflon , it broke down during insertion (in situ with the patient), which was painful for the patient. We have never experienced this before and hopefully it is a one-off and not due to the series. I would like to hear if it is necessary to make an end and if this problem occurs more often."